Manufacturer narrative:
This is one event (cardiovascular) of two events reported for the same patient involving two separate products; associated MDR's #1225714-2014-00753, 1225714-2014-00754, 1225714-2014-00755 and 1225714-2014-00756.

Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on (B)(6) 2008 and subsequently expired on (B)(6) 2008, after the use of the product.